Manufacturer narrative:
Physio-control recommended customer to replace the lockring to repair the hard paddles. The customer later confirmed that they had received the lockring replacement kit and the device had been placed back into service. The removed components will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that while using the device's paddles on a patient the sleeve broke and it would not lock into the connector. The customer switched to the therapy cable and there was no adverse affect to the patient.